Event description:
It was reported by the pt care mgr that a balloon was inserted. The balloon ruptured. "The pt had a bad outcome as they had to take him to surgery for clot removal, as he lost all pulses in his right leg when we pulled." A very large, hard clot was in the balloon. The iab was saved. There is no more info available about the pt as he was transferred to a different facility for the surgery.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.